Event description:
It was reported that during a tka case, while placing the femur 4 in 1 block to cut, noticed the rotation was off about 5 degrees. Asked to double check rotational reference holes, the wrong button was hit and system forced to reverify checkpoints. When reverified checkpoint, the femur showed up with an error of 15.1 multiple times. The checkpoint was in solid bone and clearly hadn't moved 15.1mm. Continued the case using general sizing guide and cut block. After manually downsizing and placing the 4 in 1 standard guide, placed the plate probe in the anterior cut slot and the rotation was still reading "off" by 5 degrees.

Manufacturer narrative:
H10: the device was used in treatment. Case log files and screenshots were returned for evaluation. DHR review found that the software version 6.1.03 has been validated. A complaint history review identified similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint (pn (B)(4)) provides instructions for the user that "if at any point during the procedure, you observe that the handpiece tracker frame has become loose, tighten the tracker frame to the handpiece and recalibrate the handpiece. Fine adjustments can be made using the t-wrench. The twrench can prevent tracker movement by ensuring it is fully tightened. The navio system instructions for use also states the responsibility of the surgeon with regards to navio system use. Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. Review of the case confirmed that the femur checkpoint moved 15.1mm. It was reported that the surgeon redefined the femur checkpoint and that after redefining, the same issue remained and the rotation was off by 5 degrees. Redefining the checkpoint does not realign the setup with the previous cut plan and should not be performed unless it can be confirmed that neither tracker has moved. If the checkpoints are reset for the femur, the user needs to go through registration with the femur again (free collection, implant planning, refining, etc.). Per complaint details, the device malfunctioned during use; however, based on the product evaluation findings, currently unable to rule out a procedural variance as a contributing factor to the reported event as the femoral registration was not repeated after the checkpoint error. Based on the information provided, the patient impact beyond the reported/unspecified surgical delay and the conversion to manual/modified procedure could not be definitively determined as per the field report, "no patient injury" resulted. No further medical assessment is warranted at this time